Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices related to this event were reviewed and no nonconformities were found. Device is not available for return.

Event description:
It was reported to nevro during a routine follow up that a patient had acquired a staph infection following an implant procedure. The patient admitted to the hospital and the device was explanted. Follow up report indicated that the patient was given antibiotics and is recovering without sequelae. There was no other report of complication.